Event description:
Complainant alleged that during the medic's attempt to pace a pt (age and gender unk) the device display intermittently blanked out. The medic was able to obtain another device to continue pt treatment. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.